Event description:
It was reported that the pt was admitted to the hosp. The nurse was attempting to determine whether or not the pump was malfunctioning. The pt's status was unk. Additional info has been requested from the hcp, but was not available as of the date of this report.